Manufacturer narrative:
G2. Foreign: au medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that there was an overdischarge enquiry. The manufacturer representative (rep) recently met with a patient implanted with a ins. This patient stated that his implant hasn't been charged or stimulating for 4 years. The patient has tried using the physician recharge function of his recharger numerous times. When doing this, the recharger displays the 60 minute countdown, but an image showing an ins, question mark, and recharger picture appears. None of the manuals the rep can find seem to display this image, but they assume it means the recharger cannot find the ins. The patient is placing the paddle of the recharger directly over his ins and has used the dial of the paddle as well. The rep's question for technical services was, can this model of ins comple tely over-discharge after 4 years to the point where it is totally unrecoverable even with repeated physician recharge attempts. If the answer to this question is no, are there any other methods to have this ins regain function. Additionally, please note that this is the first time this ins has been over-discharged. Technical services responded that the screen that the rep attached and was seeing is the screen that indicates that physician recharge mode (prm) is ongoing. When the prm is performed this screen will appear and could take up to 60 minutes. Once the recharger is able to find the ins it will continue to the normal recharge screen. However, as the rep indicated that the neurostimulator was not recharged for 4 years, it might be very difficult or might even be impossible to wake up and recharge the battery again. Every time the neurostimulator goes into an overdischarge state (also for the first time) it can damage the battery. If the first physician recharge mode attempt did not work, the rep can try the process multiple times. However, if the neurostimulator cannot be waken up and recharged anymore, the neurostimulator needs to be replaced. There is no other troubleshooting than trying to perform the prm multiple times. No symptoms were reported. Additional information was received. It was stated that the first overdischarge occurred approximately 4 years ago according to the patient (2021). Date and month were not available. Ins serial number and implant date confirmed. Further attempts will be made to recover the ins, which was done by repeating physician recharge mode. The issue has not been resolved. Information confirmed with the physician / account. Additional informa tion was received. It was reported that it has been discerned that the ins was now completely flat and over-discharged/the issue is not resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep) reporting that ins was unable to be recharged/recovered from overdischarge and no further attempts will be made to recover it from overdischarge. The rep was unaware if the physician will be proceeding with an ins replacement at this stage.